Manufacturer narrative:
(B)(4). D-10: 42535006702 0â° spiked keel right size d osseoti tibia lot # 66301593. 42506006202 posterior stabilized right size 7 pps narrow femur lot # 66126033. 42540200032 all-poly patella cemented 32 mm diameter lot # 66577478. 42522400510 articular surface fixed bearing posterior stabilized (ps) right10 mm height lot # 66690468. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing knee pain and tibial radiolucency approximately twelve weeks following right knee arthroplasty. No revision has been planned to date. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported right tibial knee component was reviewed for compatibility with the cement. This component is not intended to be cemented as per surgical technique. Only the right patella component is intended to be cemented. Radiographs were provided and reviewed by a radiologist. The review identified ap view of the bilateral knees demonstrating moderate to severe degenerative changes of the right knee with severe medial compartment narrowing and moderate osteophytosis. Ap view of the right knee demonstrates a right total knee arthroplasty with lucency along the bone hardware interface of the tibial component suggesting early loosening. Radiographs were also reviewed by the complaint handling team; it has been noticed that the right tibial knee component has not been cemented. Moreover, the reported right tibial knee component was reviewed for compatibility with the cement. This component is not intended to be cemented as per surgical technique. Only the right patella component is intended to be cemented. Therefore, based on this information received, it is not expected that the cement reported in this complaint is related to the initial allegation and therefore, as per complaint handling management, a limited investigation is performed. Based on the available information, the reported event cannot be confirmed. The root cause of the reported issue is unrelated to the zimmer biomet medical device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.